Event description:
My health quality has diminished drastically due to my breast implants and have no rational diagnostic. I had gone to general doctors, oncologist, rheumatologist, gynecologist and physical therapists. I started researching about bii and check 36 symptoms. I too have many tests and dates about every single doctor appointments. FDA safety report ID # (B)(4).